Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported that since the implantable neurostimulator (ins) was recovered from an overdischarge event on (B)(6) 2018, the ins was taking a charge rapidly (it will take only 25 min to get from 0 to 75%), was discharging rapidly, and the patient was charging it daily. On the night prior to the report, the patient had the ins charged to 75% and it was discharged the next morning. The patient did not use the therapy since the ins was recovered because it had not been holding a charge for very long. On the day of the report, the rep tried to interrogate the ins with the clinician programmer but was unable to because it reflected that the ins was discharged. The ins was then charged up again to 75% and the rep was able to clear the power on reset (por) message and check impedances. The patient reported that the patient gets all eight coupling bars when recharging, the ins was easy to feel, and it could tilt when the patient was in different positions. In the end, the patient was directed to continue charging to see if the rapid charging and discharging of the ins starts to resolve. If not, the next steps would be discussed. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(4) 2018. It was reported that the cause of the tilted ins was unknown, unless that was the way it was implanted, and the issue had not resolved. The rep then noted that the patient was able to charge with the current position but could not maintain eight coupling bars easily. There were no further complications reported or anticipated.